Manufacturer narrative:
(B)(6). Date of post-operative plate breakage is unknown. This report is for four (4) unknown screws. The original implant procedure occurred on an unknown date. (B)(4) the revision procedure that occurred due to the plate breakage. 510k: unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7mm variable angle locking compression plate (va-lcp) tibial plate broke post-operatively. The original implant date was unknown, but the required revision procedure took place on (B)(6) 2015. The surgeon decided to perform the corrective procedure when the ankle fusion failed to hold. During the revision, the proximal portion of the plate could not be explanted and was left in the patient. Four (4) unknown intact screws were successfully removed. This report is for four (4) unknown screws. This report is 2 of 2 for (B)(4).